Manufacturer narrative:
(B)(4). A visual evaluation of the returned device was performed and found that the guide catheter was broken and bent in several locations. Based on the product analysis, the issue occurred during procedure, inside the patient. It is likely that anatomical/procedural factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the delivery system to bend/coil leading to kink/bend the catheters. Once the catheters are kinked/bend, it could cause issues to retract the guide catheter and deploy the stent, excessive force applied to retract the guide catheter and deploy the stent can cause the guide catheter breakage from the delivery system. Therefore, ¿operational context¿ is selected as the most probable root cause for the complaint. A review of the device history record (DHR) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during an endoscopic retrograde biliary drainage procedure in the common bile duct, performed on (B)(6) 2018. According to the complainant, during the procedure, the stent failed to deploy. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". Investigation results revealed guide catheter was broken, therefore this event has been deemed an MDR reportable event.